Manufacturer narrative:
The system controller was returned to the manufacturer for analysis and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 2.5 years post-implant, the pt reported a red heart alarm and pump stoppage while he was sitting. The alarm disappeared and the pump restarted, so no action was taken. The pt went to the hospital and the system controller was exchanged.